Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 and the lens tore. The surgeon enlarged the incision to remove and replace the lens and used a suture to close the incision.

Manufacturer narrative:
Evaluation codes: results - a visual inspection of the returned product shows the lens optic has a tear in it. One haptic is bent. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.